Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited low impedance and high capture threshold. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
(B)(6) contacted technical services to discuss alerts seen on a merlin transmission for lv lead impedance out of range and lv capture threshold above 3v. It was programmed in m2 - rv coil configuration. Hvli measurements were stable. Tse discussed bringing the patient in for further testing with different pacing configurations excluding m2. To be further discussed with the physician.